Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera stent was implanted 4 to 5 years ago in the popliteal segment of the heavily tortuous distal superficial femoral artery. In (B)(6) 2016 reintervention was planned and restenosis was found in the supera stent. The restenosis was treated with a drug coated balloon. There was also a stent fracture in the elongated part of the stent. Reportedly, the reintervention was not planned because of the stent fracture. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the case information, a conclusive cause for the reported stent fracture and subsequent patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of stenosis is listed in the supera instructions for use as a known potential patient effect associated with use of the device. A review of the lot history record and complaint history for the reported device could not be performed because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.